Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the unit was out of calibration and control bar position incorrect and motor, bearings not working and head and reciprocating arm damaged and the motor, bearings, head, screws, and reciprocating arm were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for preventative maintenance and repairs were needed. The device exhibited low motor speed at product evaluation investigation. No adverse events were reported as a result of this malfunction.